Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient expired due to multi-organ failure and right ventricular failure. Per the vad coordinator; the device operated as intended. The device will not be returned for evaluation. The death was related to patient's condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported, through patient outcome, that the patient expired on (B)(6) 2019 due to multi-organ failure and right ventricular failure. Per the vad coordinator, the device operated as intended and would not be returned for evaluation. Right heart failure is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the hm3 IFU contains a subsection titled ¿right heart failure¿. No further information was provided. The manufacturer is closing the file on this event.